Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found battery high resistance/lab failure. The pump was included in the potential battery performance population. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: dilaudid with concentration 20 mg/ml at a dose rate of 7.895 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was received due to the elective replacement indicator (eri). The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. Further information was not provided.